Event description:
Device malfunction: needle-to-cuff miss (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery of a heavy pt after an interventional procedure. Reportedly, a cuff miss occurred. When the plunger was pulled back, no sutures were present. The device was removed and a starclose se was used and the clip was deployed without incident; however, hemostasis was not achieved. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Device#2 -starclose se (part# 14679-01; lot# 79048-6h), is being filed under a separate medwatch report.